Event description:
Additional information received indicates that the patient may undergo surgical intervention on a later date to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6 patient code should have been 2388 instead of 2199, and the h6 device code should have been 3190 instead of 1483 in the initial report. This correction is reflected in this additional report 3.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the replace generator soon message was seen on the pc for the ipg. Troubleshooting is pending.